Event description:
It was reported that the pump did not recognize the syringe. No patient injury was reported.

Manufacturer narrative:
No causes or potential causes to the customer's reported problem were found during the device history review. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the right plunger case was broken and the bottom case was cracked. Invalid syringe size found in pump event history log. During functional testing using the syringe test and checking the calibration verification on both the size of quality control slugs the reported issue was unable to be duplicated. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. Replaced barrel clamp head and size pot for preventive. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).